Event description:
Customer reported the reservoir compartment is cracked and there is part missing off the top. The inside part is stripped so there is no airtight seal. The reservoir is not locking into place. Customer's blood glucose is 166 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Unable to prime device during prime test due to faulty fsr gold. Device received with broken reservoir tube lip, cracked case at display window corners and belt clip slot. Device received with minor scratched lcd window. A test reservoir was installed and still fits properly. (B)(4).